Manufacturer narrative:
The evaluation code has been updated for this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the manufacturer's representative (rep). The rep reported the device had been discarded.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2020, information was received from a manufacturer representative (rep) regarding the use of an 8782 catheter revision kit. No patient involvement reported. No symptoms or patient complications reported. It was reported the rep had an out of box failure with a catheter revision kit. The healthcare professional (hcp) was not able to slide the connector onto the intrathecal segment so they opened another box and that one slid on just fine.